Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1124 "battery failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported that a 1124 "battery failed" error occurred. The error was due to an installed aftermarket battery, which conflicted with the new power management (pm) printed circuit board assembly (pcba). The customer planned to buy and install a new philips battery.